Event description:
It was reported that during a laparoscopic cholecystectomy procedure, all three devices jammed after the first clip. No patient impact reported. No other details provided.

Manufacturer narrative:
(B)(4). Malformed clip. Device b: batch # g9jz5j; mfg date: 04/23/2010; exp date: 03/23/2015. Device fired through lockout. Devices c and d: batch #g9jv03; mfg date: 04/07/2010; exp date: 03/7/2015. Device fired through lockout. Additional information: the analysis results of device (a) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, four clips with gap and four conforming were fed and then, it locked out as intended. This finding is not related with the incident reported. It could not be determined what may have caused the found malformed clips. No conclusion could be reached as to what may have caused the reported incident. The analysis results of device (b) found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. In addition, one jaw ramp was found to be disengaged from the cam. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. However, this finding is not related with the incident reported. The analysis results of device (c) found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. In addition, one jaw was found to be broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. However, this finding is not related with the incident reported. The analysis results of device (d) found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. In addition, one jaw ramp was found to be disengaged from the cam. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. However, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.